Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump experienced error code 46876 indicating a failure of the printed wire assembly, and the pump completely crashed, displaying a fully red screen with a bunch of numbers. Reporter stated the programmed rate was 2.4 ml per hour, the remaining volume was estimated at 33 ml, and the volume given was unknown. The event took place at the patient¿s home. No patient harm/adverse event was reported.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump experienced error code 46876 and displaying fully red screen with numbers. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.